Event description:
It was reported by the patient's spouse that the patient had died nine days post implant. Cause of death and circumstances surrounding the death have been requested and not yet received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.